Event description:
A purchasing agent reported that there was a dialyzer blood leak.

Manufacturer narrative:
Corrected information provided in b.5., e.1., and e.3.

Event description:
A purchasing agent reported that there was a dialyzer blood leak.

Event description:
A biomed technician reported that there was a dialyzer blood leak. In a follow up, a registered nurse (rn) reported that the dialyzer blood leak occurred immediately at the beginning of a patient¿s hemodialysis (hd) treatment. The rn said the leak was visually seen in the dialyzer. The leak was reported to be an internal leak. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. The patient¿s estimated blood loss (ebl) was approximately 100 ml. The patient completed treatment on a different machine with new supplies. There was no patient injury, adverse events, or medical intervention required as a result of this event. The complaint device is available to be returned for evaluation.

Manufacturer narrative:
The customer returned a dialyzer from the reported lot for evaluation. The sample was subjected to a laboratory bubble point leak test. The test failed showing as a steady stream of bubble coming from the cut surface at approximately 210° on the cavity ID end, with the ports positioned at 0°. Upon extraction of the fiber bundle, a looped fiber was noted from the same area as the leak. There was no other damage or irregularities visually noted on the dialyzer. A review of the production record was performed. The production record review showed there was one approved temporary deviation notice (dn) in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomed technician reported that there was a dialyzer blood leak. In a follow up, a registered nurse (rn) reported that the dialyzer blood leak occurred immediately at the beginning of a patient¿s hemodialysis (hd) treatment. The rn said the leak was visually seen in the dialyzer. The leak was reported to be an internal leak. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. The patient¿s estimated blood loss (ebl) was approximately 100 ml. The patient completed treatment on a different machine with new supplies. There was no patient injury, adverse events, or medical intervention required as a result of this event. The complaint device is available to be returned for evaluation.